Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample. Visual inspection verified the leak of a cytotoxic drug. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a eva 150ml bag leaked during filling. The leak was reported to have originated near the injection port. The customer stated that "the seam of the bag was not welded well". The bag was being filled with a non-baxter solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.